Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. (B)(4). All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was initially reported the tecnis symfony multifocal intraocular lens (model zxr00, +22.5 diopter) was scheduled to be explanted from patient¿s left eye because of patient having trouble in driving at night where the oncoming traffic was a nightmare. The patient was experiencing headache and pressure from halos around lights. Pre and post op best corrected visual activity were reported as 20/25. Additional information was received, and it was learnt that the lens was explanted on (B)(6) 2018 and replaced with a different model zcb00 22.5 diopter lens. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.